Event description:
It was reported that multiple unk green and blue cable errors were received during a breast biopsy. To complete the case, the probe was replaced and the cables had to be physically held into control module. It was also stated that the insulation on green cable has a cut in it. No patient consequence reported.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaints and found they were due to corrosion on the holster and encoder as well as severe fraying on the transitional cable. To correct the customer complaint, the site replaced the holster board, the encoder, and the translational cable. The analysis site also found the connector on the black cable was stuck in the release position and to correct this, the site replaced the black cable. The bottom frame was replaced due to paint chipping away. The port shaft, coil pin, safety latch, positioning spring and the positioning spring were replaced due to being bent. The top frame and rotation knob were replaced due to they were broken. The miter gear was replaced due to it was worn, the transmission clamp bottom was replaced due to it was stripped, and the e-clip was replaced due to it was damaged during disassembly. After all servicing, the unit has passed all qa inspections. The unit has not been returned for service prior to this event, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.